Event description:
It was reported that the patient went into the office due to a signal artifact monitor (sam) episode. During the office visit, it was noted that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms, causing a switch to unipolar pacing. The office visit confirmed the rv lead was unable to capture due to high thresholds and noise was reproducible with pocket manipulation. Reprogramming was performed; however, an x-ray confirmed a fracture in the lead and the physician opted for lead replacement. Additionally, noise oversensing was noted. It was noted the patient experienced syncope, fainted and lost consciousness. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in section h6.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient went into the office due to a signal artifact monitor (sam) episode. During the office visit, it was noted that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms, causing a switch to unipolar pacing. The office visit confirmed the rv lead was unable to capture due to high thresholds and noise was reproducible with pocket manipulation. Reprogramming was performed; however, an x-ray confirmed a fracture in the lead and the physician opted for lead replacement. It was noted the patient experienced syncope, fainted and lost consciousness. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.